Manufacturer narrative:
Photo evaluation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right side dissatisfaction with the procedure outcome h6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with a 375cc mentor memorygel xtra breast implant and reported right side dissatisfaction with the procedure outcome postoperatively. As a result, the device was explanted on (B)(6) 2023.

Manufacturer narrative:
On july 8, 2024, the mentor failure analysis lab received the device for evaluation. Per paperwork received with device, the following fields have been updated on this form: this was patient's revision breast augmentation. Added patient details (patient initials and date of birth) under section a. Complete UDI has been added to field d4. Added serial number under field d4, and - right side was replaced with catalog number smpx325; serial number (B)(6) on (B)(6) 2023. On july 15, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod high xtra, 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).